Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. The sample terminated at the distal end of the intermediate tubing. Usage residues were observed throughout the sample. The catheter exhibited a break approximately 1.5cm proximal of the end of the tubing. Microscopic inspection of the break in the catheter tubing revealed a finely granular fracture surface. The catheter exhibited a slightly elliptical cross-section at the break site. The break location and features were replicated using a similar non-complainant device by tensile stress at the catheter exit site from the intermediate tubing. The break characteristics and location were consistent with damage caused by tensile (pulling) stress applied at the catheter exit site from the intermediate tubing. The usage residues suggested that damage occurred during device use or attempted use. A lot history review (lhr) of rebu1320 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter broke in the hub extremity. The product was implanted on (B)(6) 2018. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1320 showed two other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter broke in the hub extremity. The product was implanted on (B)(6) 2018. No patient injury reported.